Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full defib functionality testing without duplicating the report. The processor/bridge/pace board, ECG board, pace/defib engine board and ECG cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.